Event description:
It was reported that a malfunction alarm with malf 6 code was displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code appeared again.